Event description:
Approximately one month after hvad implantation, this patient suffered an ischemic cerebrovascular accident. Patient reported "left field of vision going black." CT was negative. Ophthalmologist stated he had an occipital stroke. One week prior to the occipital stroke the patient had coumadin held for one day following an ICD generator change. The patient was discharged home with a "stable inr." The therapeutic team is unsure if a relationship of the device to the reported event exists but reported "is likely due to the patient's history of stroke." The device was not returned to heartware for evaluation, as it remained implanted at the time of this event. Investigation is ongoing."

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported tht this patient complained of his left field of vision going black. A computed tomography (CT) scan was performed and results were negative. The ophthalmologist reported that he had an occipital stroke. The patient was discharged home. The pump remained implanted and was not returned to the manufacturer for evaluation. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted with-in thirty (30) days of completion of the investigation. Device remains implanted.